Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, during deployment the physician noticed that the valve was constrained at the distal tip of the device. When the valve was approximately halfway deployed, the distal tip opened up as it should have with no incident. Upon removal of the esheath+ it was noticed that the tip of the sheath was missing the clear band that is normally there. The physician believed that it was still in the patient but after looking for it under x-ray it was not found. The physician closed the incision and decided to wait and watch. The patient is doing well, and no adverse reaction has been noted to date. Additional information received noted it's "unknown" whether there was any resistance during the insertion of the esheath or delivery system. There were no withdrawal difficulties with either. The esheath was not torqued during the procedure. The right side was used for access. It was noted that when deployed, the distal tip of valve was constrained until the balloon built up enough pressure to split the distal tip of sheath. There are no images to capture the damage to the sheath tip, but the clear tip was missing.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided 3mensio was evaluated and following was observed: calcification was present in right iliac to aorta bifurcation. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3/s3u/s3ur IFU as well as the esheath+ introducer set IFU's were reviewed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for inflation difficulty and/or incomplete inflation was confirmed empirically based on the event description. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during deployment the physician noticed that the valve was constrained at the distal tip of the device. When the valve was approximately halfway deployed, the distal tip opened up as it should have with no incident. Upon removal of the esheath+ it was noticed that the tip of the sheath was missing the clear band that is normally there.' While there was no evidence indicating that a manufacturing non-conformance may have contributed to the complaint, the investigation shows that the reported event may be related to device interactions caused by a potential circumferential tear at the sheath's distal tip. This tear could lodge onto the distal end of the valve, preventing it from deploying evenly. Additionally, although the sheath was not returned for evaluation, the field response has confirmed the 'missing clear band' of the distal sheath tip upon removal, which likely indicated the circumferential tear at the distal tip of sheath. As such, the possibility of a torn tip contributing to the reported issue cannot be eliminated. A product risk assessment (pra) was previously initiated. Based on this assessment, the pra remains applicable and no further action is required. Per the assessment, it has been determined that no CAPA or scar is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.